Event description:
Subject ID:(B)(6) study no: dpo:(B)(6) clinical adverse event received for advanced degenerative changes of lumbar spine device and procedure (relatedness). Device related: not related. Procedure related: not related. Treatment/impact: requires inpatient hospitalization, medical intervention/modification. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".